Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhagia ('excessive and frequent menstruation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required) and uterine enlargement ("hypertrophy of uterus") and was found to have uterine leiomyoma ("subserosal leiomyoma of uterus"). The patient was treated with surgery (tlh bs davinci assisted). Essure was removed on (B)(6) 2020. At the time of the report, the polymenorrhagia outcome was unknown. The reporter considered polymenorrhagia, uterine enlargement and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: absence of opacification of the bilateral fallopian tubes containing essure coils. This confirms sterilization. 2. The remainder of the examination is unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhagia ('excessive and frequent menstruation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced polymenorrhagia (seriousness criteria medically significant and intervention required) and uterine enlargement ("hypertrophy of uterus") and was found to have uterine leiomyoma ("subserosal leiomyoma of uterus"). The patient was treated with surgery (tlh bs davinci assisted). Essure was removed on (B)(6) 2020. At the time of the report, the polymenorrhagia outcome was unknown. The reporter considered polymenorrhagia, uterine enlargement and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: absence of opacification of the bilateral fallopian tubes containing essure coils. This confirms sterilization. The remainder of the examination is unremarkable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the case becomes serious incident. Mr received. Reporter information , patient details ,lab data , other relevant history , date explanted , auto-narrative supplement added. Event : "injury" updated to " excessive and frequent menstruation " and product information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.